Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 6:55 pm. She obtained glucose results of "329 mg/dl" on the subject meter and "104 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue she denied making any changes to her usual diabetes management routine. She claimed just before testing with the subject meter, she felt dizzy and weak. In response to her symptoms, at 6 pm she reportedly self treated with 20u of novolog insulin. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. Although the patient self treated, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptoms. In addition, the treatment received correlated with result the patient had previously obtained with the subject meter and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.